Manufacturer narrative:
The customer repeated the original sample on the galileo and the results were nonreactive. The customer tested another sample collected from the patient. Testing on the galileo demonstrated no reactivity; testing by manual tube method demonstrated 1+ reactivity and the antibody reactivity appeared to be nonspecific.the customer did not return product or sample for investigation. The nature of the sample can not be ruled out as a reason for the event.

Event description:
Customer reported unexpected negative reactions with the 2_cell screen assay on galileo. There was no prior history on this patient.